Event description:
Dr. (B)(6) performing a right elbow triceps tendon repair. Attempting placement of 2 bone tunnels and augment with multiple suturefix anchors. The 2.4 drill bit was placed, the drill bit avulsed. Patient bone was extremely hard and this was somewhat deep, surgeon left this intact and ordered a follow-up x-ray. Tunnels created in the ulna.